Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample appears typical. A clip can be seen stuck in the applier (B)(4). The product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged. The clip that was jammed, released and another clip loaded. The clip that was jammed was visually inspected and appears typical. No damage was observed on the clip. However, the clip did not close. Once again, the trigger was engaged and a clip was able to load, close, and release from the jaws of the endo5 with no difficulty. After the initial jammed clip was released, no functional issues were found. The device was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. Other remarks: the IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of clip jamming in the applier was confirmed based upon the sample received. The returned sample was received with a clip stuck in the applier. Functional inspection of the device indicated when using hand pressure and fully engaging the device, the jammed clip released from the applier. This was performed a second time with the trigger being fully engaged and a clip was able to load, close, and release from the jaws of the endo5 with no difficulty. After the initial jammed clip was released, no functional issues were found. The device was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Alleged event: the clips remained stuck in the applier. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500261 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips remained stuck in the applier. The patient's condition was reported as unknown.